Event description:
Revision occurred approximately 6 weeks after the prior revision surgery which occurred on (B)(6) 2023. This was preceded by the primary surgery on (B)(6) 2023. No fall or other trauma reported. Revision occurred for dislocation of unknown cause. Revision was a total explant of an fx system with replacement by a competitor system. Explant includes: 40 mm + 6 stability humeral cup, 40 mm centered glenosphere, 9 mm spacer, 24 mm cementless baseplate, 36/16 system stem, 20 mm central screw, 30 mm standard screw, 20 mm locking screw (2), and 30 mm locking screw.

Manufacturer narrative:
Patient revised two months after previous revision surgery. Revision was a total explant of fx product and replacement with competitor product. No actual, implied, or suspect link to fx product.